Manufacturer narrative:
The field service representative (fsr) replaced the tubing fittings on the alinity I processing module, serial number (B)(4). The issue was resolved after a degasser (non-abbott component) was installed. The alinity I processing module, serial number (B)(4) is considered the likely cause. A review of the instrument service history revealed no contributing factors on or around the date of the complaint. Return testing was not completed as returns were not available. A review of historical data for the alinity I processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer observed a false positive alinity I stat high sensitive troponin-I results for a (B)(6) male patient. The following data was provided (customer's diagnostic cutoff males = 34.2 pg/ml (34.2 ng/l): (B)(6) 2019 results generated on alinity (B)(4) = 20.3 ng/ml (negative), <10 ng/l (negative), <10 ng/l (negative). Sample was repeated on alinity (B)(4) = 91.6 ng/l (positive), <10 ng/l (negative), <10 ng/l (negative).